Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws were difficult to open. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the retractable l hook device experienced issues halfway through with the jaws being difficult or impossible to open. The jaws were sticking, and it did not stuck on tissue. The knife blade did not extend, and it did not protrude beyond the edge of the jaws. The device was cleaned most likely regularly, as it should. The device was plugged into a generator, and another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen ft series energy platformx1 - vlft10gen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the lf5637 retractable l hook device experienced issues with the jaws being difficult or impossible to open. The jaws were sticking and it did not stuck on tissue. The device was plugged into an ft10 generator, and another device was used successfully with the same generator. There was no patient injury.